Manufacturer narrative:
The customer returned a mdhp100a to olympus for evaluation and reported an error showing up. The olympus service team received a mdhp100a for the reported receiving an error code. As a part of the estimation, a visual inspection was performed. There were only cosmetic damages confirmed, which were typical of wear and tear from daily use. Furthermore, functional tests were performed to assess the device status. Unit failed the breakout box test. The root cause of the reported failure has been identified as the unit failing 5v to gnd tests. This damage can be attributed to e12 system errors showing up on the console, and possibly corrupting the console. The device history records for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. Olympus will continue to monitor complaints for this device through regular trending activities as defined by osta qms procedure.

Event description:
The user facility reported that the handpiece was not functioning as intended. An error code was received. The user did not use the device. There was no patient involvement. No additional information was provided.